Manufacturer narrative:
(B)(4). The customer reported that the connector of the external paddle set was broken. There was no report of patient impact or involvement. The customer ordered a replacement paddle set to resolve the reported symptom.

Event description:
The customer reported that the connector of the external paddle set was broken. There was no report of patient impact or involvement.